Event description:
Reportable based on device analysis completed on 26jan2026. The returned device evaluation revealed a balloon pinhole. It was reported that recapture failure occurred. An 8.0mm x 40mm x 75cm athletis was selected for use. No other information was provided.

Manufacturer narrative:
An athletics device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal from the distal markerband. An examination of the tip, shaft and markerbands found no issues. No other issues were identified during the product analysis.